Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump returned a no delivery alarm the night before the call. Caller reported that the customer's blood glucose level reached 400 mg/dl. Blood glucose level was 258 mg/dl at the time of the call. No further information was provided.